Event description:
It was reported that there was no capture and undersensing on the ventricular lead. The lead was repositioned and remains in use.it was also reported that the physician had to cut away silicon in order to insert the wrench into the setscrew to reposition lead.the device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary psj207627h: the device was returned and analyzed. Analysis of the device revealed there were no anomalies found. Concomitant product: 6947m defib lead (B)(6) 2012. (B)(4).